Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level due to a cartridge alarm occurring during the load sequence. Reportedly, the customer administered a correction injection to address the elevated bg. The customer reverted to manual injections for insulin therapy.